Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Customer reported that multiple cartridges were unable to be used. Customer did not provide any further information. Reportedly, customers blood glucose was greater than 500 mg/dl on one occasion. Customer consumed lots of water and administered a manual injection to resolve issue.